Event description:
On (B)(6), 2009 brainlab ag became aware of a potential systematic problem affecting the brainlab software knee. Investigation has shown that incorrect zimmer implant data in brainlab software knee leads to incorrect info for zimmer innex implants.

Manufacturer narrative:
There was no adverse clinical effect reported to brainlab by this or any other hospital. There is a systematic problem affecting the brainlab software knee which could lead to a less than optimal implantation of the zimmer innex knee implant. Corrective and preventive actions: existing potentially affected customers receive a product notification info. Potentially affected customers will receive a database update to ensure correct implementation for zimmer innex implants.